Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the pt had an infection at pocket site with symptoms drainage and pus. The pt was treated with IV and oral antibiotics and the precision system was explanted.